Event description:
Reporter alleged that the meter was found burned through from the inside out. The meter burned through the meter housing, the carrying case, and plastic box the meter was being stored in. No adverse event was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Investigation of the returned meter and carrying case concluded that an external heat source burned through the carrying case from the outside to inside to the meter housing. Heat source was external to the device.